Event description:
The user facility reported the device was under delivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported the device was underdelivering energy during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : user facility declined returning the device for evaluation.